Event description:
It was reported that the patient has experienced a few breakthrough seizures with no trigger. The physician adjusted the device settings. It is unknown whether or not the breakthrough seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that the increase in seizures was not related to vns therapy. The patient has been scheduled for prophylactic genrerator replacement. Surgery has not occurred to date.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement. Attempts to have the product returned for analysis have been unsuccessful to date.